Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced ineffective stimulation since implant. The patient declined to have his system reprogrammed. Surgical intervention was undertaken and the scs system was explanted.